Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water tube and nozzle had foreign material, and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the scope communication errors occurred due to a damaged plug unit leading to no image and black screen. The most probable cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication error codes b30 and e216. This event occurred during inspection for use. There were no reports of patient involvement.